Event description:
The patient reported that when laying on the left side, the patient felt a "thumping" on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4469 competitor lead implanted: (B)(6) 2014. (B)(4).